Event description:
It was reported that the device shut off during patient use. No injury reported.

Manufacturer narrative:
The device was checked by a dräger service engineer on site without being able to duplicate the reported error. The device passed all consecutive test according to manufacturer's specification. A detailed log file analysis was performed by the manufacturer whereby the reported reboot could be reconstructed. For the first minutes of the concerned procedure the ventilation was stable and uneventful until the therapy control unit has performed two reboots within 2 minutes to overcome a deviation in the sw processing. The reboot was successfully completed after some seconds and, the device resumed ventilation with previous settings. The user switched to standby and continued ventilation after some seconds without further issues. Based on the log analysis the root cause for the deviation in the sw processing could not be determined. Dräger finally concludes that the device responded as designed upon a deviation of unknown origin; a reboot was initiated to set all sw processes back to a controlled state, the user was alerted to the reboot by means of a corresponding alarm and, therapy was continued afterwards with the latest valid settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut off during patient use. No injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text: on-going.